Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: additional information: did the device cut completely? If no, was the staple line and cut line equal in length? Yes, it cut completely but the staple line was only about half of the veine what portion of the staple line was applied to the pulmonary artery (distal, proximal, left side, right side, etc)? Proximal for sure, he didn't look at the distal side since he was busy taking care of the bleeding were the staples formed properly? He didn't notice; he was busy taking care of the bleeding. Was bleeding observed? If yes, how much blood was lost (ml)? Did the patient require a transfusion? Yes, about 500cc, no transfusion required on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? First. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Yes, when he fired the device, he felt a different "crunch" than usual and he knew something was wrong. He got ready with clips before opening the jaws because he knew that something had gone wrong. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, just a different sound when he fired it.

Event description:
It was reported that during a lobectomy procedure, the staples were partially applied on the pulmonary artery. Hemo clips were applied. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.